Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the device locked on the patient. The surgery time was extended by more than 30min. The blood loss was less than 500cc. There was an unanticipated tissue loss. There was no reinforcement material used in conjunction with the stapling device. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the procedure was a lobectomy.